Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was received: can you please clarify, when the device would not "disengage" would the device jaws not open to remove from tissue? When the device was "yanked to remove from tissue" did the device jaws remain in the closed position during this removal? Or were they able to be opened during the removal? Response: reporting from the surgeon complaint. My understanding is that the device closed and stalled effectively. But the issue was the disengaging of the device after firing. The device jaws opened back up after it was forced open, and the staple line was intact. The main issue was the releasing of the jaws after firing. I was not in the room.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an exploratory laparotomy procedure, the doctor fired the stapler but the device wouldn't disengage. The doctor had to yank on the device to remove from tissue. After removal, the doctor realized the stapler had fired successfully and didn't need to use a second like device. There were no patient consequences reported. The device was discarded.